Manufacturer narrative:
This pacemaker was discarded at the hospital, so therefore will not be returned for analysis. At this time, there is no additional information. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that, during the follow-up procedure, it was observed this pacemaker exhibited noise, oversensing, and pacing inhibition of greater than 3 seconds. This patient also experienced syncope. Strips have been sent in to boston scientific technical services for review. Bsc ts confirmed the electrogram (egm) strips displayed oversensing and pacing inhibition of greater than 3 seconds due to noise. Intermittent undersensing of ventricular episodes were also noted. The right ventricular (rv) pacing impedance decreased, and was fluctuating. Bsc ts discussed that the rv lead amplitude and impedance changes point to a lead insulation problem, which led to inhibition of pacing and patient symptoms of 3rd degree heart block. Additionally, information was received that a this pacemaker was explanted and replaced. There were no additional adverse patient effects reported.